Event description:
Boston scientific crm received information that this clinic nurse contacted technical services in (B) (6) 2009 to request a longevity calculation on this device. The clinic nurse reported that there appears to be no left ventricular (lv) capture at 7.5 volts at 2.0 ms. Technical services suggested that lv pacing could be programmed off until the device was replaced. The monitoring voltage of the device was 2.56 volts and was associated with a charge time of 8.2 seconds. The clinic nurse reported that the monitoring voltage in (B) (6) 2007 was 3.07 volts. In (B) (6) 2008 and (B) (6) 2008, the monitoring voltages were 2.84 volts and 2.58 volts respectively. Technical services recommended that a memory disk download should be performed and returned for analysis. In (B) (6) 2010, a memory disk was returned and analysis determined that this device did not satisfy the inclusion criteria for the shortened replacement window advisory. The clinic nurse was notified of the results. Boston scientific crm received information from the clinic nurse in april 2010 that this device triggered elective replacement indicator (eri) at 2.47 volts. The device was electively explanted and replaced.

Manufacturer narrative:
The device was put through and passed a series of automated tests which verified functionality and therapy delivery. The casing of the device was opened and microscopic visual inspection did not identify any abnormalities. An external power supply was attached and internal electrical measurements found that the current drain was normal. It was concluded that the current drain of the device was within normal limits. The device's functionality and therapy delivery were verified through automated diagnostic testing. Analysis testing of the device could not confirm the clinical observations relating to loss of capture and pacing threshold issues.

Manufacturer narrative:
The device was successful interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that the current drain may be excessive. The device is currently undergoing detailed analysis to determine root cause.